Event description:
Per the clinic, the patient was explanted (B)(6) 2014 due to neurological issues unrelated to the device. The device is unavailable for analysis.

Manufacturer narrative:
(B)(4). Device is unavailable for analysis.